Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had a procedure where a device from another company was implanted to support ventricular pacing. After this procedure was completed, the capture was lost. The physician did a threshold test and put the patient in ventricular tachycardia (vt). The patient needed to be defibrillated various times. It was discussed that the cause for the loss of capture (loc) could be an irritated heart after the additional device implant. Also, it was discussed that the pacemaker was sensing something from the environment and not pacing. The cardiologist decided to turn off the pacemaker. The pacemaker remains in service. No additional adverse patient effects were reported.